Event description:
> 80-year-old female with history of hypertension, degenerative joint disease, hyperlipidemia presented to ER (emergency room). CT of abdomen/pelvis with contrast ordered. During CT test, technician went into room to start contrast injection. As soon as the technician started the injection of saline, the contrast injector exploded and caused fragments of plastic to break. Fortunately, the patient (who was hooked up to the injector) and CT tech were not harmed.